Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert and was explanted and successfully replaced. No additional adverse patient effects were reported.